Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted concurrently with cystoscopy, pelvic organ prolapse intestines implanting mesh, neovagina, and bilateral sacrospinatus; due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on approx (B)(6) 2009 and (B)(6) 2011. (B)(4).